Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed; visual examination of the returned product identified damage at the beginning of the thread as well as fracture and bone was observed in the threads. Scanning electron microscopy analysis of the cortical screw sample showed that it fractured due to torsional overload. The material was found to be confirming to specification. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a femoral nailing procedure, the distal locking screw fractured in the patient's bone. The screw was removed and another screw was used to complete the procedure. No additional patient consequences were reported.